Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device revealed that the body of the guidewire was kinked. The kink on the body was measured from distal to proximal and the distance where the kink was found is 1-4.0 inches. A microscopic examination of the device found no sign of fracture could be found. Spring tip was observed bent. Total length of the guidewire was measured and met specification.

Event description:
Reportable based on the device analysis completed on 22sep2025. It was reported that the balloon was not able to cross the lesion. The more than 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon monorail was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that the balloon was not able to cross the lesion. The procedure was completed. There was no patient complications. However, device analysis revealed that the proximal section of the distal blades was detached.